Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was informed that a replacement pump would be sent and advised on using multiple daily injections as backup therapy. The customer was also instructed on returning the malfunctioning pump and acknowledged receiving a pump with updated software.